Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the display screen wont work on the pump and the screen was partly working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments/partial display due to cracked and bleeding lcd glass, unable to perform self-test and displacement test due to missing segments/partial display.